Manufacturer narrative:
The 510k: this report is for an unknown 4.5mm lcp condylar plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 due to nonunion and a broken plate. The va condylar plate and screws were originally implanted in (B)(6) 2017 for a supracondylar femur fracture. The patient went on to nonunion and the plate broke at the fracture site. The surgeon removed the distal portion of the plate and screws and left the shaft of the plate in the patient. The nonunion was treated by taking down the nonunion and bone grafting with dbx. A retrograde femoral nail was implanted and locked both proximally and distally. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for an unknown 4.5mm lcp condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of postoperative plate breakage is unknown. Therapy date: (B)(6) 2017; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.